Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The customer reported that they found that someone had connected a file holder from some other type of apex locator. They put the right file holder on and the device is now working properly. Therefore, they did not send the device in for evaluation.

Event description:
In this event it was reported that a promark apex locator gave inconsistant measurements; no injury resulted.